Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the system had intermittent loss of reflux during a cataract with intraocular lens implant (iol) procedure. The procedure was completed with no patient injury.

Manufacturer narrative:
Additional information is provided. The system was manufactured on april 28, 2016. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).